Manufacturer narrative:
The evaluation noted that the revision reported was likely the combination of an incomplete seating of the tibial insert into the tibial tray at the time of the initial surgery, a post traumatic event involving a femoral fracture, and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening and instability. This submission represents 1 of 163 events identified via active surveillance activities utilizing data form the united kingdom national joint registry (uknjr). Follow-ups for additional information cannot be performed for this complaint as the information was submitted as complete by the registry; there is no identification of facilities or surgeons. All available information about the event and/or patient has been provided and it is not possible to obtain any of the devices. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, the initial left tka had taken place on (B)(6) 2010, which was a bilateral tka procedure. Subsequent to this on an unknown date. The (B)(6) male patient sustained a left femur fracture, unknown reason, for which a femoral nail with three screws was placed in the patient's left femur. At the time of this rodding, the patient's left tibial insert component was exchanged for a new component of the same size as the original component (sz 3, 13mm). On (B)(6) 2020, the patient was taken to the or for removal of the left im femoral rod and adjunct screws, and revision of the left femoral component with possible revision of the left tibial component. The left tibial insert was removed first. It was noted that this insert did not seem to be fully seated into the mating tibial component locking mechanism. The surgeon speculated that the surgeon who performed the femoral rodding may not have gotten the tibial insert fully seated into the posterior dovetail locking mechanism. He conjectured that the insert may have appeared to be locked anteriorly and may not have been further tested or inspected for stable seating in the tibial component. After the femoral im rod was removed, it was noted that the left femoral tka component was not grossly loose but upon a single strike with a locking femoral impactor and slap hammer, the femoral tka component cleanly broke free from the cement mantle. The cement mantle was removed and a stemmed and augmented exactech cc femoral component, sz 3 left was implanted. The patient's tibial component was noted to be well-fixed and was therefore not explanted. A sz 3, 17mm psc tibial insert was securely locked into the tibial component. Prior to seating the tibial insert, the tibial tray component was inspected, and it was noted that all four screw-hole covers were securely in place. The knee was reduced and found to be stable in all planes. The procedure was completed without incident. The patient left the or in stable condition. The components explanted during revision tka were retrieved, washed, and returned to the manufacturer. All available information has been received at this time.